Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft bearing. (B)(4)

Event description:
The pump stalled on (B)(6) 2014 at 08:39 and recovered (B)(6) 2014 at 20:28. There was only the one motor stall. The motor stall was not caused by the patient having an MRI or other medical procedure. The patient was at home at the time of the stall. They were concerned about the pump stalling over the holidays. The patient¿s pain returned and the patient had withdrawal associated with the event. The pump was replaced. The patient status was reported as ¿alive-no injury¿. The device system was delivering bupivacaine and morphine. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 8709sc, lot# n188532022, implanted: 2009-(B)(6), product type catheter. Product ID 8590-1, lot# n151979, implanted: 2009-(B)(6), explanted: 2014-(B)(6), product type accessory. Product ID 8709sc, serial# (B)(4), implanted: 2009-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.